Manufacturer narrative:
The instrument associated with the reported event was not returned for examination. The product lot code required to review the device history records was not provided. A search of the complaint database found an additional similar report. The previous reported event was investigated and the root cause was identified as misuse. The pfc stem trial extract was levered during removal of the stem trial resulting in the threads breaking. The investigation could not draw any conclusions regarding the current reported event without the instrument to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Stem trial fell off the opening reamer on the femur during revision. Trial extractor was screwed into the trial and when the trial was removed the threaded tip broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.